Event description:
It was reported that the device was used during a radical prostatectomy procedure. It was reported by the rep that the first firing was successful and then after reloading the instrument locked out. The same results occurred when another reload was used. A new et45g was used to complete the case. There was no pt consequence.